Manufacturer narrative:
MDR 3003442380-2024-08541 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On 8 april (B)(6) 2024, it was reported that the patient experienced that two infusion sets fell off during use. Infusion set was in use for about a day. No further information was available.